Manufacturer narrative:
The associated reflection constrained liner was not returned for evaluation. Therefore, a product analysis could not be conducted. However, device details were provided. Thus, our investigation including the manufacturing records and complaint history review was conducted. The review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A clinical evaluation noted that based on the limited information provided it cannot be determined whether the patient's recurrent left hip dislocation was directly associated with the report of the device failing or whether other concomitant factors may have contributed to the reported issue. Therefore, based on insufficient information, a thorough clinical assessment cannot be rendered. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Manufacturer narrative:
Additional information: event.

Event description:
It was reported that a revision surgery was performed due to dislocation. Patient had a previous revision surgery due to a broken liner on "9/5/2018".

Event description:
It was reported that a revision surgery was performed due to dislocation. The liner was found broken when it was explanted.

Manufacturer narrative:
The associated reflection constrained liner was not returned for evaluation. Therefore, a product analysis could not be conducted. However, device details were provided. Thus, our investigation including the manufacturing records and complaint history review was conducted. The review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A clinical evaluation noted that based on the limited information provided it cannot be determined whether the patient's recurrent left hip dislocation was directly associated with the report of the device failing or whether other concomitant factors may have contributed to the reported issue. Therefore, based on insufficient information, a thorough clinical assessment cannot be rendered. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due to a broken liner. Patient had a previous revision surgery due to dislocation on "date".